Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's father reported via phone call of motor error with the customer's insulin pump. The customer's blood glucose level at the time of incident was 400mg/dl. The customer states the pump was worn during x-rays. The customer was assisted with troubleshoot. The customer was advised to discontinue use of the device, and that it would need to be replaced. The insulin pump is being replaced and returned for analysis.

Manufacturer narrative:
The insulin pump passed displacement test, rewind, basic occlusion, occlusion, prime, no delivery and motor tests. No motor error alarm noted during our testing. However, the insulin pump was received with cracked case at the display window corner, minor scratched lcd window, cracked battery tube threads, broken reservoir tube lip and cracked reservoir tube window.